Manufacturer narrative:
The insulin pump was received with a non-flashing white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self- test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump also was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that the insulin pump had a blank display and the bolus feature does not work. Customer also indicated that they are unsure if the pump is delivering insulin. Customer's blood glucose was 100mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.